Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data. During a follow-up call on (B)(6) 2017, the customer alleged experiencing elevated blood glucose (bg) levels due to the reported issue. Reportedly, on 11/11/2017, the customer's bg level was 593 mg/dl, in addition, on (B)(6) 2017, the customer experienced an unknown elevated bg level with trace ketones. To address bg levels, lantus was obtained and manual injections were administered, and bg levels were trending downwards. It was reported that the customer had manual injections available as alternate insulin therapy.